Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 29 oct 2024: it was reported on (B)(6) 2015: 54-year-old female patient received an attune right knee tka to treat djd. The patella was resurfaced and depuy cement x2 was utilized. The procedure was completed without complications. Revision surgery occurred (B)(6) 2019: 57-year-old female patient received a total right knee revision to treat pain, gross instability, and loosening of the tibial tray. Upon entering the joint, the surgeon debrided scar tissue. The tibial tray was grossly loose and debonded at cement to implant interface with migration into varus and extensive tibial bone loss, and revised. Surgeons not there was a partially healed tibial condyle fracture. The femoral component was well-fixed but revised. There was no reported product problem with the revised tibial insert and the patella was retained. The patient received a competitor revision construct. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.